Manufacturer narrative:
Arjo will make attempts to gather more information to find a root cause of the failure. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2020 arjo was informed about failure of the scale adaptor (accessory allowing to suspend scale under the ceiling lift). One of the straps detached during weighing, causing the patient to fall. No injury was sustained.

Manufacturer narrative:
On 10 february 2020 arjo was informed about arjo scale adaptor failure (accessory connecting the arjo maxi sky 440 ceiling lift with the scale). The device involved in the incident was the ceiling lifting system, consisting of: - arjo maxi sky 440 portable ceiling lift (with unknown serial and model number) attached to the ceiling installation; - portable scale adaptor (serial no. (B)(6), model no. 700-05725), equipped with 4 straps mounted on rivets. Two inner straps were not used, as they are intended for use with another type of ceiling lift. Two outer straps were attached to the maxi sky 440 ceiling lift; - suspended scale (serial no. (B)(6), model no. 700-00531) with additional spreader bar; - sling (with unknown serial number) manufactured by invacare ¿ a third party company. One of two straps connecting arjo maxi sky 440 ceiling lift with the portable scale detached during weighing the patient, causing sudden lowering of the patient. There was no injury sustained. Arjo representative visited the customer facility after the event to gather more information and perform device inspection. No malfunction was found within maxi sky 440 ceiling lift or the scale. One of straps of the scale adaptor came off from the rivet¿s head causing detachment of one side of the adaptor. This failure happened when the patient was transferred over the floor for weighing process, as it was impossible to weigh the patient over the bed, because there was not enough space to lift the sling. Our overall evaluation of the potential contributing factors shown that the most likely root cause was improper strap attachment. During inspection at the customer site we found out that the strap might be used with twisted straps (against to the installation procedure 001-05725-en-rev.-4). If the transfer is performed with the twisted strap, the strap is pulled horizontally towards the rivet and not vertically as designed. Such method may lead to enlargement of the strap hole and, in effect, sliding out of the rivet¿s head. Review of reportable complaints registered during the last five years show no other similar case: scale adaptor strap detachment during use, therefore we consider this incident as an isolated occurrence. The device was used for weighing the patient when the malfunction occurred. No injury was sustained. Since the strap detached from the frame, it can be stated that the device did not meet its performance specification. The complaint was decided to be reportable to competent authorities due to indication of a scale adaptor failure, which caused sudden lowering of the patient. This could lead to a serious injury upon reoccurrence.